Manufacturer narrative:
Device received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, device was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. Device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring (reservoir tube). (B)(4).

Event description:
Customer reported via phone call that the o-rings were missing on the reservoir. Customer's blood glucose was 600 mg/dl. Customer declined high blood glucose troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.